Event description:
The patient received a cypher stent (size unk) in the first diagonal branch. The lesion was bifurcated and moderately calcified. Approximately fifteen months later, the patient had restenosis in the implanted cypher stent. The lesion was treated with a 2.5 x 08 mm cypher stent and was discharged the following day.

Manufacturer narrative:
This product is not available for analysis. Additional information will be submitted within thirty days upon receipt. The site was contacted and the catalog and lot number of the involved cypher stent could not be obtained.